Event description:
The patient reportedly experienced ongoing intermittencies followed by loss of lock between the internal device and the external equipment. External equipment was exchanged; however, the issue was not resolved. The explant surgery has been scheduled.